Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for low pacing impedance. It is believed that this may be due to the recent removal of a diuretic. The rv impedance alert was turned off and the lead remains in use, the lead will continue to be monitored. No patient complications have been reported as a result of this event.